Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use for the planned (non-emergency) vascular procedure. During that time, a philips remote service engineer (rse) connected remotely with the customer and instructed him to restart the system, but the customer decided to complete the on-going procedure. The analysis of the system log file confirmed the application error : collimator wedge hardware or mechanics defect. However, after the procedure was completed as planned, the system restart was initiated, which fixed the reported issue, and the system was returned to use in good working order. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instructions regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of exposure occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of exposure that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the shutters were non functional. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.